Event description:
It was reported that a revision surgery was performed, exchanging liner, cup and head due to loosening of the cup. During the procedure, the stem had to be explanted since the head was completely stuck on the stem. This was not planned and there was one hour delay.